Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not alarm when there was no flow when the blue slide clamp was not fully released. It was also stated that the pumps had lack of infusion when the key is jostled. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.